Event description:
It was reported that the pulse generator was unable to be interrogated while in the box. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain. The hybrid was removed for further analysis and tested normal. A product code download was successfully performed. The cause for the high current drain could not be determined.